Manufacturer narrative:
The devices were discarded by the user facility and are not available for evaluation. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. Additionally, a complaint history review was conducted, and no similar issues have been reported against this lot number. The case was reviewed by stryker's peripheral vascular (pv) medical affairs team, and it was concluded that the patient's death was likely the result of inadvertent clot embolism. Distal embolization of blood clots is listed in the device labeling as a possible adverse event/complication. Manufacturer reference number: (B)(4)..

Event description:
On (B)(6) 2026 a patient underwent deep vein thrombosis (dvt) thrombectomy using inari devices. The patient was intubated and positioned prone for the procedure. The patient's left popliteal vein was accessed and initial venogram showed clot extending from the patient's femoral vein to their common iliac vein. The clottriever bold catheter (CT bold) was deployed into the patient's inferior vena cava (ivc). While cleaning the CT bold after a pass, it was noted that the patient's end-tidal carbon dioxide (etco2) decreased and the patient had ectopic heartbeats. The physician ensured the guidewire was not in the heart via fluoroscopy. However the patient continued to deteriorate. The physician then took images of the patient's proximal common iliac and ivc and no clot was observed in the image and contract in the ivc was not clearing. The patient was then flipped supine and resuscitation efforts began. CPR with defibrillation was administered as well as intravenous tissue plasminogen activator (tpa); however, despite resuscitation efforts the patient expired.